Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron cx9 alx clinical system (cx9 alx) generated erroneous albumin and magnesium results. There was no report erroneous results were reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse found the mixer speed from the sample mixer was fluctuating and intermittently did not turn on. The fse replaced the mixer assembly. The fse also replaced the reagent syringe, the sample syringe, the reagent mixer paddle, and the sample probe. The fse performed alignments and adjustments.